Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the handle of the cannulated hexagonal screwdriver for cannulated screws 4.5mm, l 225mm broke in two (2) parts, causing fragments to fall on the surgical site. There was an unspecified amount of delay due to cleaning of device fragments from the patient. Another device was used to complete the procedure. No further information provided. This report is for one (1) unknown cannulated hexagonal screwdriver for cannulated screws 4.5mm, l 225mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown cannulated hexagonal screwdriver for cannulated screws 4.5mm, l 225mm/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgery was delayed for twenty (20) minutes due to the reported event. No broken fragments retained in the patient. The procedure was successfully completed. Patient outcome is reported as good. This report is for one (1) scrdriver-hex-cann f/cannscr ø4.5.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the scrdriver-hex-cann f/cannscr ø4.5 had a broken handle. The two pieces of the handle were returned. The cannulation of the device was blocked with a foreign substance. No other damage or defects were noted. A dimensional inspection was not performed due to post manufacturing damage to the handle. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The age of the device (over 10 years) likely also contributed to the broken condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Part number: 314.200; lot number: a4dd969 . Due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d4, d9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.